Event description:
It was reported that during percutaneous transluminal intervention, balloon rupture and detachment occurred. A 8.0x80mm, 75cm mustang balloon catheter was used to treat an unspecified vessel. The balloon was inflated over rated burst pressure and the balloon ruptured. A portion of the balloon detached inside the patient. Foreign body retrieval was performed and was successful. The patient condition post procedure was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).